Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Initially the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). On an unknown date, the patient was hospitalized for peritonitis and to ¿move¿ the patient¿s pd catheter. At the time of this report, the patient remained hospitalized and is recovering from peritonitis. Additional information was requested, but is not available at this time.